Event description:
It was reported that the patient was being seen in the emergency department at a hospital. The patient had experienced four seizures within four days and also had diarrhea. The treating physician believed that the patient¿s medications were going through his system. No additional pertinent information has been received to date.